Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/22/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately low compared to another onetouch ultralink meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 between 12:30am-1am. The patient reportedly obtained blood glucose results of "96mg/dl" with the subject meter and "152 mg/dl" on another onetouch ultralink meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At an unspecified time later, the patient allegedly consumed more food in response to the reported issue. According to the csr's documentation, the patient allegedly developed symptoms of sweating, headache and weakness one hour after the alleged issue began. The patient, however, denied receiving any medical intervention following the alleged issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.